Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alerts or power-related alarms noted during testing. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Battery cycle 55 received the lowbatteryalert (104) on 10/21/2025 06:47 after more than 7 days at 38.58 days. Battery cycle 54 received the lowbatteryalert (104) on 09/12/2025 16:38 after more than 7 days at 36.86 days. Battery cycle 53 received the lowbatteryalert (104) on 08/06/2025 17:35 after more than 7 days at 36.85 days. There were no excessive or unusual power/battery-related alarms noted in the history files. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, missing serial number label, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Cosmetic damage (crack) on the battery compartment and battery tube threads is confirmed. Battery charge lasting less than expected (low battery life) is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced diminished battery life, with the insulin pump battery lasting only a couple of days, and also noted a hairline fracture on the battery side. The customer reported no adverse event. The event involved product mmt-1715k. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1715k.